Manufacturer narrative:
The report of ¿shocking sensation¿ at battery sight was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. It was not reported if the pocket site was modified or relocated during procedure. Device had declared eri and eol, a longevity calculation found it had normal battery depletion.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2023-01111. It was reported that patient experienced uncomfortable stimulation at the ipg site. Surgical intervention was undertaken at unknown date for unknown reason wherein the entire system was explanted.